Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the air bubbles were present in the top of the reservoir and above o ring and in line the customer¿s blood glucose was 102 mg/dl at the time of the incident. The air bubbles size was bigger than soda bubbles. It also stated that the air bubbles were not removed successfully. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Evaluated 2 open/used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).